Event description:
Customer reported loss of communication between the dpm central station and ambulatory telepacks, which may have affected pt monitoring. No pt was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included rebooting of the system's cpu board and communication reestablished.